Event description:
It was reported that during procedure, the fiber stopped working on the third use. It was noted that a part of the fiber detached, however, there was no fragments fell inside the patient. It was also noted that the fiber optic cable seemed to have burned out. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, the fiber stopped working on the third use. It was noted that a part of the fiber detached, however, there was no fragments fell inside the patient. It was also noted that the fiber optic cable seemed to have burned out. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The product record review (prr) results detailed in the prr table did not determine probable cause. A risk review was performed and confirmed that the reported event of the device that it stopped working, a detachment of the device or device component, and the overheating of the device or device component, was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited that the fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Do not bend fiber at sharp angles. Residues of blood and tissue and/or damage can lead to overheating of the lighttrail reusable laser fiber tip. Based on the information available, the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, thus the conclusion code "unable to exclude device problem" has been assigned as the most probable cause.